Manufacturer narrative:
MFR received date: 15 jul 2019. Date of report received: 16 jul 2019. The touchscreen assembly was returned for failure analysis. A visual inspection of the touchscreen revealed no evidence of damage or contamination. During testing of the touchscreen, it was determined that the resistance (ul_lr and ur_ll) and resistance ratio (ul_lr/ur_ll) were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse attempted touchscreen calibration; however, the issue persisted. The fse replaced the touchscreen and the issue was resolved.

Event description:
It was reported that the touchscreen was not working along the bottom half of the screen. There was no patient involvement.